Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed and the device failed a test step during testing. The device's oxygen blending module board and active exhalation control module were replaced to address the issue.